Event description:
A complaint was received reporting pain while wearing the adc device and experiencing a red spot at the sensor site. On (B)(6) 2022, the customer made healthcare provider contact and was provided unspecified treatment. No further information was reported. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted if more information is obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.